Event description:
New information received notes that the rv lead exhibited unspecified over-sensing. Programming changes were made. The patient had no adverse consequences.

Event description:
It was reported through a remote transmission that the patient's right ventricular (rv) lead exhibited unspecified damage and was over-sensing far p-wave signal. No intervention has been performed. The patient had no adverse consequences.